Event description:
It was reported that during a coronary stent procedure, the shaft of the catheter broke during advancement. The procedure was successfully completed with another manufacturer's stent. Pt status is listed as "satisfactory/good."